Event description:
It was reported that the patient was presented at the hospital for an implant procedure. Interrogation of patient's pacemaker revealed high impedance and loss of capture at maximum output on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient had no adverse consequences.